Event description:
It was reported that the stent was partially deployed. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. Difficulties were encountered in advancing the non-boston scientific introducer sheath to the lesion via the contralateral approach. During the procedure, the lesion was predilated and the stent was advanced and deployed. However, deployment became difficult when the distal stent marker opened, as the thumbwheel became stiff. The 7x150, 130 cm eluvia drug-eluting vascular stent system was not implanted and removed from the patient. The guidewire was replaced with a non-boston scientific device, and a 7x80, 130 cm eluvia drug-eluting vascular stent system was advanced. However, despite turning the thumbwheel, the stent failed to deploy and was therefore removed. The guiding sheath was replaced with a non-boston scientific device and attempted again, but the issue persisted. Consequently, the procedure was completed using percutaneous transluminal angioplasty (pta) alone. There were no patient complications as a result of this event.